Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One of the locking tabs has snapped off.

Manufacturer narrative:
The complaint description statest that the instruments have returned from hospital as is. Item found on check-in. One of the locking tabs has snapped off. The device associated to the complaint was not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, 2 other similar complaints ((B)(4)) were reported for the affected product code and lot combination. Regarding the locking screwdriver, previous investigations identified a trend for the teeth breaking. A health hazard evaluation meeting was conducted in july 2013 and identified a potential harm; documented in (B)(4), completed in september, 2013. (B)(4) was initiated in 2013 to determine root cause and corrective actions. The root cause was determined to be inadequate design for unintended off-axis use. A redesign of the delta extend screwdriver guide is ongoing to ensure that the screws are captured properly and torqued "on-axis," thus preventing overloading of the teeth in the screwdriver, which could result in the fracturing of the teeth as seen in the initial complaints. Based on the information received and the investigation performed, the root cause of the incident is related to product design.